Event description:
Reporter indicated that patient experienced a stroke after vns implanted. It was reported that the patient has a history of stroke prior to vns implant and that she is currently doing well. Investigation to date has been unable to determine whether treating physician believes that the stroke was related to the vns implant surgery as no response has been received to manufacturer's requests for additional information.